Event description:
It was reported that non-related diagnostic imaging was performed and lack of slack was observed on the right atrial (ra) lead. A revision procedure was performed and the lack of slack was noted to be due to insufficiently tightened sutures on the suture sleeve. The physician considered the insufficient tightening of the sutures to be due to the implanting physician and unrelated to the performance of the ra lead. A revision procedure was performed and the suture sleeve was retightened to resolve the event. The patient was in stable condition.